Event description:
During tmj reconciliation a revision surgery was identified in which the left mandible component was removed. The distributor was contacted and confirmed the revision with the surgeon.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The distributor reported the revision was not due to implant malfunction, it was due to the size of the implant selected. When the patient healed from surgery and put in her dentures it caused an offset occlusion. The mandible components had to be removed and replaced with a different size implant to accommodate the patient's dentures. The surgeon reports that the revision was successful and the patient has been discharged from the hospital in stable condition.